Manufacturer narrative:
The customer¿s report of a leaking set was confirmed. Visual inspection showed that the proximal smartsite below the check valve appeared to have damage to the piston. Evaluation under magnification showed that the piston had a puncture hole consistent with that caused by a needle or similar sharp object. Functional and pressure testing was performed; leaking was observed at the smartsite port. The cause of the leak was a damaged smartsite piston. The root cause of the damage was not definitively identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing leaked above the pump segment while infusing normal saline in the nicu. There was no report of patient harm.